Manufacturer narrative:
Unit had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and displacement accuracy test due to unresponsive blank display. Low battery alert less than 1 week unknown. Failed battery test unknown.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm. Customer's blood glucose level was 133 mg/dl. The customer was advised to "discontinued" the insulin pump and revert to backup plan. The device will be returned for analysis.